Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
An alert came through home monitoring that the device was in back-up mode. The device was reset without difficulty on (B)(6) 2016.

Manufacturer narrative:
Additional information was sent in regarding the data from the pacemaker: we received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The data returned for analysis were inspected. Based on the information available for analysis (programmer dump and follow-up), the root cause of the clinical observation could not be determined. However, these data showed a normal functioning of the pacemaker. Should additional relevant information become available, as a ram dump of the pacemaker before reinitialization, the investigation will be updated.